Manufacturer narrative:
This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the prep of a 6-12f mynx control vascular closure device (vcd), the balloon burst outside of the patient, and they had to open up a new device. There was no reported patient injury. The device will not be returned for evaluation.

Event description:
As reported, during the prep of a 6-12f mynx control vascular closure device (vcd), the balloon burst outside of the patient, and they had to open up a new device. The balloon burst during prep. There was no reported patient injury. The device was stored appropriately. The deployer was mynx certified. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, during the prep of a 6-12f mynx control vascular closure device (vcd), the balloon burst outside of the patient, and they had to open up a new device. The balloon burst during prep. There was no reported patient injury. The device was stored appropriately. The deployer was mynx certified. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2508606 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " balloon balloon loss of pressure" could not be evaluated. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, as this issue was found during preparation of the device, handling factors during prep are likely. According to the IFU, which is not intended as a mitigation, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.". Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.